Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) results for an unknown number of patient samples data was provided for one patient. The initial sodium result was 59 mmol/l and the repeat result was 140 mmol/l. It was unknown if any erroneous result was reported outside the laboratory. The patient was not adversely affected. The electrode lot number was 2156147. The expiration date was requested, but was not provided. It was determined the waste container was full, the mixing tower was flooded, aspiration did not work correctly, and the wash station had a problem. The field service representative repaired the analyzer and performance testing was done.